Event description:
It was reported that the r wave measurements were found to have diminished. The device was explanted and replaced. During the replacement procedure, the leads were tested, and were determined to be functioning appropriately. After the new device was connected, the r wave measurements were determined to be more appropriate. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.